Event description:
It was reported that, "when the surgeon opened the sterilization pack, the plug already has dissociated from the plastic sheet."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.